Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "electrical test failure code #53" alarm (shuttle transducer offset failure). The pt was switched to another iabp and therapy was continued. The pt expired the same day; however the customer does not attribute the pt's death to the iabp, but rather to their critical condition.

Manufacturer narrative:
The company rep replaced the drive transducer (part number: 0682-00-0076-01) and the front end board (part number: 0670-00-0068e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. Please note that an electrical test failure code can only occur at system start up. During a f/u call, the hosp safety officer advised that they could not provide any additional info with regards to the timing of the error message (during therapy, as reported, or at start up).